Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in the air water cylinder, white foreign material in the jet tube, and foreign objects in the connecting tube. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the communication error was not determined. The most probable cause of the white foreign material in the air water cylinder, the white foreign material in the jet tube, and the foreign objects in the connecting tube was able to be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an unknown communication error. The issue was identified during reprocessing. There were no reports of patient involvement.